Manufacturer narrative:
Executive summary - corrected. Independent review of the procedure imaging scans was performed and the reported emboli to new territory was not identified.

Event description:
The initial clot was located in the distal basilar artery (ba). It was reported that during the mechanical thrombectomy after the first pass with the subject retrieval device, embolization to new right p1 and p3 posterior cerebral artery (pca) territory occurred. Clots from both locations were removed with retrieval devices. Post procedure a thrombolysis in cerebral infarction (tici) score of 2b was achieved. The reported event was related to the subject device and the procedure.

Manufacturer narrative:
The device was disposed in the hospital.

Event description:
The initial clot was located in the left p1 posterior cerebral artery (pca). It was reported that during the mechanical thrombectomy after the first pass with the subject retrieval device, embolization to new distal basilar artery (ba) and right p1 and p3 posterior cerebral artery (pca) territories occurred. Clots from both locations were removed with retrieval devices. Post procedure a thrombolysis in cerebral infarction (tici) score of 2b was achieved. The reported event was related to the subject device and the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thromboembolism is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The initial clot was located in the left p1 posterior cerebral artery (pca). It was reported that during the mechanical thrombectomy after the first pass with the subject retrieval device, embolization to new distal basilar artery (ba) and right p1 and p3 posterior cerebral artery (pca) territories occurred. Clots from both locations were removed with retrieval devices. Post procedure a thrombolysis in cerebral infarction (tici) score of 2b was achieved. The reported event was related to the subject device and the procedure.